Event description:
It was reported that a user experienced high blood glucose for several hours after insulin dosing had stopped earlier in the day. The user did not have a fingerstick to enter bg readings. They later resumed insulin delivery after connecting a new freestyle libre 3+, reading of 328 mg/dl and a fingerstick reading of 260 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution actions limited to troubleshooting and education with supply replacement and resumption of insulin delivery. Investigation included user interview and troubleshooting focused on insulin delivery and infusion set function. Investigation of this case revealed that the event was consistent with temporary interruption of insulin delivery, likely due to user not starting a new sensor or initiating bg run mode in a timely manner, with improvement after connecting new senso, supply change, and resumption of therapy. It was concluded, based on previously established findings for similar reports, that the cause was user corrective action addressing an infusion set or site issue leading to transient hyperglycemia.